Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The sealant was in the manufacturing position and exposed to blood. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr (f1517703) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the mynx vascular closure device failed to deploy the plug. The sealant came out with device. Manual compression was applied for more than 30 minutes. The patient's hospitalization was not mynx related. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral sheath size: 6f stick location: medium vessel size: greater than 7 mm.